Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin with 1 ml of juvéderm® volux¿ and 1 ml of juvéderm® voluma® with lidocaine, and in the perioral area with 1 ml of juvéderm® ultra. The patient was reviewed the next day with only a ¿slight bruise.¿ that evening, the patient reported ¿extension of bruise and extension down towards left side of chin.¿ the patient was consulted and returned the next morning to be treated with 4500 units of hyalase. ¿vascular prefusion improved cap refill returned to normal,¿ but ¿vesicles¿ developed with ¿pustules¿ at the treated area. No other information was provided. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00253 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm® ultra.

Manufacturer narrative:
Additional, corrected, and/or changed data: a.4., b.2., b.3., b.5., d.10., g.1., h.4., h.6., h.8.

Event description:
Additionally, the healthcare professional reported injecting a patient in the chin with 1 ml juvéderm® volux¿, in the chin, jw4, and jw5 with 1 ml juvéderm® voluma® with lidocaine, and in the c6 and perioral lines with 1 ml juvéderm ultra® xc. The patient was treated with 3000 units of hyalase and then another 1550 units the next day. It was also noted that "the skin appeared to be necrosing on lt. Lateral of chin and starting on rt." The event resolved a month later.